Manufacturer narrative:
The nc emerge balloon catheter was received in two pieces with a non-bsc guide catheter. The device was separated at the proximal end of the midshaft 110cm from the hub. The separated end of the midshaft was jagged and stretched which indicates that the separation was due to tensile overload. There were numerous hypotube kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A non bsc guide catheter was placed and a 3.00mmx12mm nc emerge balloon catheter was advanced into the guide catheter however, the shaft of the device broke while still inside the guide catheter. The device was completely removed together with the guide wire and the guide catheter as a unit. The guide catheter was exchanged and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A non bsc guide catheter was placed and a 3.00mmx12mm nc emerge® balloon catheter was advanced into the guide catheter however, the shaft of the device broke while still inside the guide catheter. The device was completely removed together with the guide wire and the guide catheter as a unit. The guide catheter was exchanged and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.